Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced low blood glucose (bg) levels in the 50s (mg/dl) for the past few weeks. The cause of the low bg levels was unknown. Glucose tablets were consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017 and (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Basal rate was set at 1.2 u/hr throughout the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.